Manufacturer narrative:
The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and confirmed that unit had a "speaker malfunction" and did not make any sound. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that the unit had a speaker malfunction and did not make any sound. It is unknown if the device was in use at the time of the event, and there was no adverse event reported.